Manufacturer narrative:
Additional product code: hrs. (B)(4). Device malfunctioned intra-operatively and was not implanted / explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient had undergone a fixing of phalanx fracture on (B)(6) 2017. As the surgeon used a 1.1mm drill to drill 2 screws in the patient, the screws broke off at the head. The head of the screws broke off from the shaft and the shaft remained in the patient. The surgeon was able to adjust the plate and use other screws so that he can continue with the procedure. There was no reported surgical time delay. No patient harm reported. The procedure was completed successfully. Concomitant devices reported: plate (part number unknown, lot number unknown, quantity 1), 1.1mm drill bit (03.130.201, lot number unknown, quantity 1). This report is for one (1) 1.5mm cortex screw. This is report 2 of 2.